Event description:
It was reported to philips that the system gave an alert indicating that unintended movement of table longitudinal was detected during power on self test. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a vascular procedure. The procedure was completed on the same system after restarting and a less than 20 minutes of delay. It was reported to philips that the system displayed the error message ¿table movements not available¿ during a vascular procedure, with no motorized movements functional. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found rmt ¿ pos: unintended movement of table longitudinal detected during post(power on self-test) error. The philips field service engineer (fse) checked the system onsite and provided temporary solution and requested another onsite support for repair. On further troubleshooting, the fse checked the system onsite and found intermittent geometry startup issues and pot mismatch errors. To resolve the issue, the fse replaced the table longitudinal potentiometer assembly. The defective part was returned for analysis, for longitudinal potentiometer assembly malfunction was observed and the failure was found to be related different mechanical resistance of the housing. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned after a restart with less than 20 minute delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.